Manufacturer narrative:
The device has been received by this MFR; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp on (B)(6) 2009, that a jagwire was used during a stenting procedure. According to the complainant, when the placed stent (endoscopic retrograde biliary drainage) was removed from the scope using the retriever, the guidewire's coating was found to be peeled. A rough surface was observed 15cm from distal end. The peeled coating remained attached to the guidewire. Another jagwire was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."